Manufacturer narrative:
A literature article reported that their system was used for a cataract procedure in which retained lens material was noted in the posterior segment following the procedure. The lens material was removed via a pars plana vitrectomy using a phacoemulsification handpiece. A company clinical analyst reviewed this file as well as the attached report and stated the following. " the author does not specify the equipment used in the cataract extractions leading to the secondary removal of retained lens material procedure, therefore product used, manufacturer and model are unknown." According to the author, surgical equipment is not included in factors contributing to retained lens material. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause could not be determined conclusively; however it is not related to use of the system. (B)(4).

Event description:
In a literature report written on a comparison of devices to remove retained lens material, 34 patients were identified as having required pars plana vitrectomy procedures to remove lens material following complicated cataract surgery or traumatic/spontaneous lens dislocation. This report represents one identified patient. The secondary procedure was performed two days after the initial cataract procedure.